Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, incomplete component deployment, improper component placement, and occlusion of device or native vessel. Furthermore, the IFU states that indications for use and appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis includes a proximal aortic neck angulation of less than or equal to 60°.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was deployed below the patient's lower left renal artery. During cannulation of the contralateral leg gate, incomplete device expansion was detected at the flow divider. It was reported that the incomplete device expansion was due to the patient's angled aorta. Due to the incomplete device expansion, a wire and catheter were unable to advance proximally. The physician reportedly pushed the trunk-ipsilateral leg component toward the outer curvature of the aorta to resolve the incomplete device expansion. At final angiography it was confirmed that the patient's left renal artery was partially covered by the trunk-ipsilateral leg component. It was reported that the device may have moved proximally when it was pushed toward the outer curvature of the aorta. A bare-metal stent (express sd 6mm) was implanted in the patient's left renal artery to treat the partial coverage. The patient will be monitored and the procedure was completed. The patient tolerated the procedure.